Manufacturer narrative:
The customer canceled the service call.

Event description:
The customer reported the system was taking a long time to boot up. However, the fse noted the system would not start. There is no report of pt injury or death.